Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unknown sensor issue occurred. The reporter contacted dexcom stated that the patient passed away on (B)(6) 2026. The reporter alleged the dexcom device ¿sensor was not working¿, however, there was no specific details provided of how the device was performing at the time of event. The patient refused to provide dexcom with any further patient or event details. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.